Manufacturer narrative:
The anti-tpo reagent lot number and expiration date were not provided. The field service engineer found that the bead mixer paddle was bent. He adjusted the bead mixer paddle, cleaned and adjusted the sample/reagent probe, performed a system volume check, and cleaned the internal reservoir. The investigation determined that the issue was related to maintenance, and the root cause was consistent with a bent bead mixer (component failure).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-tpo assay on a cobas e411 immunoassay analyzer (disk system). Initial result: <5 iu/ml. The physician questioned the initial result and requested the sample to be repeated. On 04-jun-2025: repeat result: 375 iu/ml. The repeat result was deemed to be correct as it matched the patient's clinical condition.